Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had refilled a used cartridge. The tandem user guide states that the cartridges are single-use. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.